Event description:
The consumer was in the shower sitting on the shower chair when the front legs allegedly folded in towards each other and the back legs were allegedly spreading apart. The seat allegedly cracked in the middle and the consumer caught himself prior to the chair collapsing. No injury alleged.

Manufacturer narrative:
RMA has not been initiated for this issue. Model 9780 serial number/date code unknown is approximately an unknown age. The user manual part number (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.